Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported that when rep was prepping for gen change rv impedance <200 was noted. Rv impedances with new device l311 864603 were 210-213 ohms. Flexion lead from 2001 shows signs of insulation failure as arrhythmia logbook revealed myopotential oversensing. No noise observed on rv channel. Patient not on lat nxt therefore heart connected. Unknown if there was any inhibition or asystole noted. Consider rv lead revision. Physician chose to not put in a new rv lead at this time as patient is not dependent. Patient in af/rvr. Rv threshold was 1.5v @ 1ms. Definitions: af - atrial fibrillation with rapid ventricular response. Rvr - the heart rate can exceed 100 beats per minute, leading to inefficient blood pumping and potential complications. Asystole - form of cardiac arrest.

Event description:
(B)(6) 2025 customer reported: this code is defined as inadequate/inappropriate treatment or diagnostic exposure', which captures the potential inability for the lead to provide therapy due to the malfunction. No patient effects at this time. Patient information provide, (B)(6), (B)(6) 1940, male. No procedure delay was noted. No intervention occurred (other than the gen change which was in process) and physician chose to not replace the lead at this time. No, anatomy issue was noted. Physician will continue to monitor.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, g3, g6, h2, h6 & h11. The lead implant date is (B)(6) 2001. No corrections or corrective actions will be taken. Lead was not returned for analysis and based upon implant date of 2001, the device history records for this lead model is beyond integer's record retention period. Inspection procedures require any integer product to pass all in-process and qa final inspection before shipping to the customer. The customer reported no procedure delay and no patient harm. The physician chose to not replace the lead at this time. This complaint is non-verifiable. Permanent pacing lead final inspection procedure 1x-51-001x-e, for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The pr flexion instructions for use (IFU) gu-17-054z-x informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Additionally, the instructions for use (IFU) of guidant permanent implantable pacing leads it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explanation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. This device is no longer manufactured by integer. Based on the investigation, a CAPA is not required. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.